Event description:
Baxter received a report from a nurse that the spike was broken while disconnecting from the twin bag by cleanflash. The set had been used for 30 days. Also, leakage has occurred for the last few days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: baxter received one used set (no titanium adapter returned) into the lab in reference to cracked/broken. Set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. The complaint was confirmed in the lab for broken.